Event description:
The customer reported that the system had a generator error and locked up. There was no pt injury or death reported.

Manufacturer narrative:
A ge service rep performed an on site investigation. The x-ray monoblock was calibrated during the service call. The reported issue is currently under investigation.